Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and ovarian perforation ("perforation-left ovary") in an adult female patient who had essure (ess205) (batch no. 12275287-inv) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included obetrol (adderall). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required) with abdominal pain, allergy to metals ("nickel allergy") with rash, back pain ("lower back cramping"), cystitis ("infection (bladder/urinary tract/vaginal) (bladder/urinary),"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (bladder/urinary),"), urethral disorder ("bladder or urinary problems or changes"), cystitis interstitial ("bladder or urinary problems or changes"), anaemia ("anemia") and endometriosis ("endometriosis"). The patient was treated with surgery (to remove essure) and surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy,cystoscopy, lysis of adhesion). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ovarian perforation, back pain, cystitis, urinary tract infection, urethral disorder, cystitis interstitial, anaemia and endometriosis outcome was unknown and the allergy to metals had not resolved. The reporter considered allergy to metals, anaemia, back pain, cystitis, cystitis interstitial, endometriosis, ovarian perforation, pelvic pain, urethral disorder and urinary tract infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Lot number 12275287 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc (product technical problem). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and ovarian perforation ("perforation-left ovary") in an adult female patient who had essure (ess205) (batch no. 12275287) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included obetrol (adderall). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") with rash, back pain ("lower back cramping"), cystitis ("infection (bladder/urinary tract/vaginal) (bladder/urinary),"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (bladder/urinary),"), urethral disorder ("bladder or urinary problems or changes"), cystitis interstitial ("bladder or urinary problems or changes"), anaemia ("anemia"), endometriosis ("endometriosis") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure) and surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy,cystoscopy, lysis of adhesion). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ovarian perforation, back pain, cystitis, urinary tract infection, urethral disorder, cystitis interstitial, anaemia, endometriosis and abdominal pain outcome was unknown and the allergy to metals had not resolved. The reporter considered abdominal pain, allergy to metals, anaemia, back pain, cystitis, cystitis interstitial, endometriosis, ovarian perforation, pelvic pain, urethral disorder and urinary tract infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs+mr received: new events: cystitis, urinary tract infection, urethral disorder, cystitis interstitial, ovarian perforation, abdominal pain, anaemia, endometriosis, reporter, patient demographic information, product lot number, lab data, were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and ovarian perforation ("perforation-left ovary") in an adult female patient who had essure (ess205) (batch no. 12275287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall). On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required) with abdominal pain, allergy to metals ("nickel allergy") with rash, back pain ("lower back cramping"), cystitis ("infection (bladder/urinary tract/vaginal) (bladder/urinary),"), urinary tract infection ("infection (bladder/urinary tract/vaginal) (bladder/urinary),"), urethral disorder ("bladder or urinary problems or changes"), cystitis interstitial ("bladder or urinary problems or changes"), anaemia ("anemia") and endometriosis ("endometriosis"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingo-oophorectomy, cystoscopy, lysis of adhesion and to remove essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, ovarian perforation, back pain, cystitis, urinary tract infection, urethral disorder, cystitis interstitial, anaemia and endometriosis outcome was unknown and the allergy to metals had not resolved. The reporter considered allergy to metals, anaemia, back pain, cystitis, cystitis interstitial, endometriosis, ovarian perforation, pelvic pain, urethral disorder and urinary tract infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Lot number: 12275287, manufacture date: 2005/01, expiration date: 2006/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy") with rash and back pain ("lower back cramping"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, allergy to metals and back pain outcome was unknown. The reporter considered allergy to metals, back pain and pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.